Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stet damage occurred. The target lesion was located in the coronary artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that both edges of the stent struts were found to be flared. The stent was not expanded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal and proximal ends of the stent with stent struts opening appearing as if slight positive pressure was applied to the balloon. The undamaged mid-section of the crimped stent od(outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been slightly inflated which is evidenced by the slight opening of the stent struts on both ends of the stent. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stet damage occurred. The target lesion was located in the coronary artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it was noticed that both edges of the stent struts were found to be flared. The stent was not expanded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.